Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case and plunger case. The event history log was unable to be viewed as the device would not power on. Functional testing was able to replicate the reported issue and the issue was determined to be a super cap main pcb. The root cause was determined to be contamination on the main pcb and the main pcb had a super cap. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a failed hardware error. There was unknown patient involvement and unknown patient harm.